Manufacturer narrative:
Corrected data: b5, b6, b7, d5, d10, e1 (initial reporter and email), e2, e3, e4, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cs300 intra-aortic balloon pump (iabp) unit's blood detection cell was defective and required replacement. There was no patient involved.

Manufacturer narrative:
In order to fix the issue, the getinge field service engineer (fse) replaced the part. The fse then stated that all functional control was ok, electrical safety test was ok, cell voltage control ok, and functional equipment according to the manufacturer's protocol.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit's blood cell was defective and required replacement.